Event description:
Customer sent a repair request reported with an issue of clogging due to coagulant suction , channel cleaning brush insertion issue. The problem found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found unable to deliver water due to a blockage in the secondary water delivery channel and clogging of the forceps channel and brush cannot be inserted due to clogging. This report is being submitted for blockage in the delivery channel and clogging of forceps channel due to insufficient cleaning /handling issue found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed. The customer reported "clogging due to coagulant suction, channel cleaning brush insertion issue" was confirmed. Device evaluation, service repair noted the channel cleaning brush cannot be inserted at all due to clogging of the forceps channel. Water cannot be supplied due to clogging in the sub water supply channel. The air and water nozzles are clogged and the draining function is reduced. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Dirt on the illumination lens that is difficult to remove due to handling (insufficient cleaning) noted. Dirt that is difficult to remove is found on the curved rubber due to handling factors (insufficient cleaning). The curved rubber bond is cracked due to external factors. Dirt that is difficult to remove is found on the tip cover due to handling (insufficient cleaning). The amount of suction is insufficient due to abrasion of the suction cylinder due to external factors. Dirt that is difficult to remove is found on the tip body due to handling (insufficient cleaning). Scratches are found on the operation part due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the up/down (u/d) knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the right/left (r/l) knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors scratches are found on the scope connector due to external factors. Scratches are found on the scope connector joint case due to external factors. There are scratches on the rl angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The device was returned to olympus for evaluation where service confirmed the customer's complaint. From the user¿s suggested failure, it was confirmed that the channel was clogged after suctioning of a coagulating agent. However, further information about foreign materials was not able to be obtained. The inspection result of the repair site, confirmed through a leak test that there was no air leak from the endoscope. Based on the investigation, it is likely that the reported phenomenon was caused by insufficient training about handling of devices in accordance with instructions for use (IFU). Olympus will continue to monitor the field performance of this device.